Event description:
It was reported that a vns patient experienced an increase in seizures due to unknown reason. The treating neurologist requested a battery life calculation which indicated the patient's generator was at .07 years until eri=yes. Additional information was received from the treating neurologist indicating the patient's increase in seizures was above pre-vns baseline and were due to unknown reason. No medication changes were done which could have triggered the increase in seizures. Further information was received from a company representative indicating the patient underwent prophylactic generator replacement surgery. Good faith attempts to obtain the explained generator have been unsuccessful to date.